Event description:
Device 1 of 2. Ref MFR report: 1627487-2014-26600. The pt has a scs system which includes two leads form the same lot. It was reported the pt was experiencing abdominal stimulation. The pt had not recharged his ipg for approximately 4 months due to ineffective stimulation. The sjm rep was unable to troubleshoot the ipg. Surgical intervention was undertaken on (B)(6) 2014 and the leads were repositioned. The ipg was explanted and replaced as a precaution. The pt is now receiving effective stimulation.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.